Manufacturer narrative:
Product analysis: as found condition: the concerto device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within an opened concerto inner pouch. The unknown non-medtronic micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the concerto pusher was found broken at 4.0cm from the proximal end with the two segments retained by the release wire. The concerto pusher was found kinked at 7.5cm from the proximal end. The concerto implant coil was found damaged and stretched with the polypropylene filament broken. Testing/analysis: the concerto device could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damage to the micro catheter, incompatible micro catheter or tortuous anatomy. The returned concerto implant coil was found damaged/stretched, and the pusher was found kinked/broken. Customer did not report any issues during preparation; therefore, it is possible the damages occurred during the attempt to push the coil into the micro catheter against the reported resistance. As the unknown non-medtronic micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance and concerto damages could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a concerto coil could not pass through the catheter. The product was being used as per the instructions for use (IFU) but the coil could not pass through the microcatheter. A new medtronic product used to complete the procedure. No patient symptoms were reported. Additional information received that the catheter was not a medtronic product.